Event description:
I'm writing to file a formal complaint against (B)(4), a durable medical equipment supplier (dme) located at (B)(4), for failure to provide functioning lifesaving durable medical equipment as required by my medical prescription and insurance coverage. I received a defective insulin pump from (B)(4), that nearly killed me and sent me to the ICU for 4 days. Despite multiple attempts to resolve this issue directly with (B)(4), including assistance from my insurance company blue cross blue shield, they have failed to provide assistance to return to the manufacturer (medtronic would take it back and replace but since (B)(4) is involved, (B)(4) needs to return it and they refuse to do so) refund, replacement or acceptable resolution. Summary of the issue: product: insulin pumb minimed medtronic 780g date of purchase: (B)(6) 2024 (shipment date) supplier: (B)(4), costs (co-pay): $1921.77 ($1,632.60 pump & $289.17 pump supplies) account number: (B)(4) the insulin pump (a lifesaving dme) was delivered few days after the shipment date of (B)(6) 2024. On (B)(6) 2025 (less than 30 days after the device was in use/received), the pump had a fatal malfunction that over delivered insulin in my blood that resulted in dangerous hypoglycemia (35) and severe seizures. I believe the pump failure that sent me unnecessarily into extreme hypoglycemia due to a malfunction has caused arrythmia/irregular heartbeat that now requires me to take blood thinners and many other medications. In addition to the severe medical issues caused by the defective pump, I believe I reported the issue upon regaining conscious in the hospital, and since then have contacted (B)(4) numerous times, including three-way calls with my medical insurance company blue cross blue shield, with no satisfactory response and every call has ended with (B)(4) representatives hanging up. On one very rare occasion an (B)(4) representative did not hang up the phone, I was promised a return of the faulty lifesaving dme device yet, 6 months later no progress has been made. The promised resolution was never delivered. The medtronic minimed 780g began issuing frequent false occlusion alarms and randomly over delivered insulin resulting in....this issue/violation was reported to mastercard and upon their investigation concluded I was issued a defective device without attempt of the supplier (B)(4) to remedy and payment was credited back to my account yet (B)(4) has the audacity to request payment again 6 months later with no attempt to correct the serious life-threatening problem they created. Under the (B)(6) defective assisted devices act, I believe I am entitled to a refund or replacement following a reasonable number of failed attempts to replace the faulty unit (over 6 months!). I do not want to do business with this company again as I do not trust them. I have given up on using a device that literally has tried to kill me by over delivering insulin and my medical team has moved to more safe devices. I do not wish to ever do business with (B)(4) and request I never be contacted by them. This medical device failure poses a threat not only to me but potentially to many others who rely on this life-saving equipment. I'm requesting that your office investigate this matter to determine if there is a broader public health risk, negligence, and violation of consumer protection laws. A company that provides life saving equipment should not be allowed to simply hang up the phone consistently in attempt to make patients give up on getting a resolution. Additionally, I'm requesting that (B)(4) does not contact me again, request any payment, and reimburse me for the unnecessary hospital bills. (B)(4) supplier, needs to be held accountable for failing to comply with the consumer protections guaranteed by (B)(6) law and their license to operate.